Event description:
It was reported by the affiliate that the (1) tsb35 was used during an unknown procedure. It was reported that the device did not staple and did not cut. The case was completed with another instrument and there was no pt consequence.